Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, there was no pulsatile blood flow from the marker lumen. The device was adjusted with no blood flow. The device was then removed and the marker lumen was flushed with saline, reinserted, but still no blood flow was achieved. A second proglide device was inserted and used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The marking patency was performed and the device was not patent due to clotted blood at the distal end of the marker lumen, confirming the reported event. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.